Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off. The reservoir does not stay locked in. The pump was received with stripped battery cap coin slot, broken battery tube threads, missing o-ring, cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
The customer reported via phone call of a broken reservoir on the insulin pump. The customer's blood glucose reading was 382 mg/dl. The customer stated that the casing around the reservoir is cracked and the reservoir is falling out. The customer stated that the lip around the battery compartment is missing. The customer stated that she twisted the reservoir in and the ring popped off. The customer stated that this is the second time that this has happened. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.